Event description:
Electric lift continued to go in the "up" position while lifting a resident. The resident was unharmed. She was assisted out of the lift with 2 staff helping to support her. Co repairman at facility to install new circuit board on 2/26/97. Unit repaired successfully.